Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system was leakage at the connection site during transfusion.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was leakage at the connection site during transfusion.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7327622. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, leakage testing of the returned device did show the device to be free of leaks when subjected to the limitations set by the product specifications. Further visual analysis of the device was unable to identify any physical signs that would be indicative of leakage. Unfortunately at the conclusion of our investigation, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue. The reported leakage was not confirmed after inspecting sample and photo provided. Based on investigation developed, the engineering team inspected visually the sample between connections of the product, catheter and extension tubing however, no damages was found. Sample was tested by leakage to at 20 psi of in and, 8 psi of out according qcge-011sp. No leakage was found. Engineering team could not duplicate the reported failure mode; however, manufacturing process where the material is built was inspected and maintenance records have been reviewed for this batch, no finding problems. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.